Event description:
The valve was implanted in 1992. In 2000; during a follow-up checkup; it was discovered that the rotor appeared loose and sitting on the distal portion of the valve's pumping chamber. The markers appear on top of the valve casing as required. The valve remains in the patient with no plan for explantation at this time.